Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. Device passed the sleep current measurement and active current measurement. No failed battery test alarms noted during testing. Device functioning properly. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in device history due to broken trace at pin on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experienced low blood glucose and insulin pump was over delivering the insulin. Customer alleging insulin pump over delivering because no matter how much they tried to consume carbs their blood glucose level kept dropping. Customer's blood glucose level at the time of call was 296 mg/dl. Customer stated that they received multiple low blood glucose level alarms during normal range. Customer stated that their blood glucose level was between 40 mg/dl to 50 mg/dl. Customer stated that they took carbohydrates to bring blood glucose normal but it would go back down. Customer stated that they were on basal programming and did not bolus at all during the day. Customer stated that then they received bolus not delivered alarm and then hardware low level failures alarm. Customer stated that they performed the self test and then they got battery failure. Customer stated that they wiped out all setting and memory and changed the battery twice and no history was there. Customer stated that they re-entered. Basal settings and again got hardware low level failures alarm. Customer stated that they were having symptoms like mental confusion, sluggishness, light headed and frustrated. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer stated that reservoir showing less insulin than shown on status. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.